Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review. The log files noted a low flow event on (B)(6) 2022 at 16:28 while the patient was asymptomatic. The cause of the low flows were not identified but as of (B)(6) 2022 they resolved on their own. Follow up log files sent (B)(6) 2022, showed additional low flow estimates and low flow hazard events as well as elevated pulsatility index events and routine power source changes. The patient experienced dizziness. The low flows were due to suction events with movements and positioning. The low flow alarms did not resolve and the hospital held the patient's diuretics. On (B)(6) 2022, a right heart catherization with ramp study was performed that noted low filing pressures.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that they were due to body positioning/movements. The submitted system controller event log files captured transient low flow alarms on 21nov2022 and 25nov2022. Of note, elevated pulsatility index (pi) values were recorded during the low flow events. The pump appeared to have operated as intended at the set speed throughout the captured data. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A right heart catherization with ramp study was performed that noted low filing pressures and it was determined that depending on the patient's body positioning/movements the patient could have inadequate blood flow through the pump and trigger suction events/low flow alarms.